Manufacturer narrative:
A2 - 2. Age at time of event, date of birth: (B)(6) 2024 corrected to (B)(6) 2004. (B)(4)

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 implantable collamer lens, of diopter -8.5/1.0/093 (sphere/cylinderaxis), into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged with a same model but shorter length lens due to excessive vault. This resolved the problem. The cause of the event is reported as unknown.